Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)) sigmret, sig power sigmret manual retract tool, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a vertical gastrectomy, when using the second reload, after firing, when trying to retract the scalpel, it did not retract. The device locked onto tissue. Then, an attempt was made to disconnect the power handle from the adapter and reconnect it, but nothing happened. The power handle was restarted with the same result. Finally, it was tried with a retraction key. The retraction key broke, and a second key was used. The reload advanced to the end again. A click was heard, and then it was retracted with the retraction key. A manual retraction wrench was used. Finally, the scalpel was retracted without any apparent damage in the reloading or in the staples. The surgical time was extended by 20 minutes due to device issue.

Manufacturer narrative:
Additional information: g3 correction: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a vertical gastrectomy, when using the second reload, after firing, when trying to retract the scalpel, it did not retract, the device locked onto tissue. Then, an attempt was made to disconnect the power handle from the adapter and reconnect it, but nothing happened. The power handle was restarted with the same result. Finally, it was tried with a retraction key. The retraction key broke, and a second key was used. The reload was advanced to the end again. A click was heard, and then it was retracted with the retraction key. A manual retraction wrench was used. Finally, the scalpel was retracted without any apparent damage in the reloading or in the staples. The surgical time was extended by 20 minutes due to device issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. It was reported that instrument was locked on tissue and the blade knife was difficult to retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.